Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the rep wanted to know if there had been any other reports of problems with the atrial egms on the adapta device. The device exhibited atrial egms with very noisy baselines. No known patient involvement.